Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm excessive no delivery alarm due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having recurring no delivery alarms on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated they had tried all remedies. The device will be returned for analysis.